Event description:
On (B)(4) 2012, customer reported that a stopper, for a sample tube, was pulled off and the whole sample spilled (approximately 3 ml) in the piercing area of the lh750 analytical station. The spill was contained in the analyzer. The tube, for the next sample to be processed, became stuck with the needle in the tube and the stripper plate down. No blood leaked out of the tube. Customer stated that they had to reset the instrument, but the tube would not retract and it did would not allow manual removal of the tube. Customer stated that no injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a sample tube attached to the needle and the stripper plate engaged. Fse powered down the analyzer, tilted the rocker bed back and pulled the stripper plate off of the tube. Fse noted that the stripper plate air cylinder had gotten stuck from the blood spill when the stopper came off of the tube. Fse stated that all biohazardous material was cleaned up, decontaminated, and properly disposed of. The fse tried to dulicate the alleged failure, but was not successful. However, the cause of the blood spill was the stopper coming off the sample tube. There have not been any other reported recurrences of the top coming off to date.

Manufacturer narrative:
(B)(4).